Event description:
The complainant reported, that the rotator of the high pressure tubing broke off when it was connected to a micro catheter. This incident occurred during a contrast radiography. There was no harm or injury to the pt or clinicians as a result of this incident.

Manufacturer narrative:
Eval summary: the suspect device was returned to merit for eval. The complaint was confirmed, as the rotator housing was separated in the thread area. The device did not show evidence of being overtightened or of being subjected to excessive force. The bonds also did not show signs of failure. The rotator assembly had signs of some internal stress on the thread area, although the cause of the failure could not be determined. No lot was provided, therefore, the device history record could not be reviewed. This type of failure is rare and no significant increase in occurrence has been noted. H6. Eval codes methods: actual device involved in incident was evaluated. Results: other, rotator.